Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and post operatively effective therapy was achieved.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Event date is estimated. Further information requested (weight) and not available.

Event description:
It was reported that the ipg would not communicate with external devices and ipg was found to be inoperable. Surgical intervention is anticipated to address the issue.